Manufacturer narrative:
Product evaluation confirmed the failure mode. Forceps stick in closed position. Forceps pass cannula test indicating the tube is not stretched or distorted. Inspection under magnification did not find any foreign material in area where tube and forceps jaws meet. During review with the quality inspector for this assembly line, noticed that the jaws had a slight concavity. Manipulation of jaw geometry restored functionality of the unit. IFU (instructions for use) drawing (B)(4) rev e. Retinal tears are identified as a known complication. Synergetics qe has opened CAPA (B)(4). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The device history was reviewed (B)(4) pieces of 39.07.25 pin were built and released on lot m0013001. Inspection and audit were both completed on 24oct2017; no discrepancies were noted. No redlines or deviation in effect on this lot. One-hundred percent (100%) of instruments passed the actuation smoothness test (tips must open and close smoothly per qa-068) performed by the quality inspector and then the quality auditor also performed this test on 5 units in this lot .

Event description:
The surgical technician reported the pinnacle forceps became stuck in the closed position. When the doctor retracted the forceps it caused a hole or tear in the retina. The retina was cauterized to prevent permanent damage. The doctor states the patient should make full recovery.